Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01590 / 01591). Product requested, not yet received.

Event description:
During a procedure, the instrument fractured. The fractured pieces fell in to the cup which was removed. Another cup was used to complete the procedure after approximately a five minute delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
While trying to remove the fractured inserter threads from the acetabular cup, the extractor instrument fractured. The acetabular cup was removed and replaced, resulting in an approximate five minute delay. No fractured pieces were retained by the patient.